Event description:
12 sets of IV tubing received that were collected over 3 days in the operating room, had many flattened areas, kinks and bends that would not allow fluids to flow through. All were new sets and could not be used.